Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the extron was providing no image or sound. There was no patient incident.